Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 23x1 rb safety mechanism failed it was reported by the customer that the eclipse needle safety device malfunctioned and broke off, nearly resulting in a potential needlestick injury with a contaminated needle. Verbatim: rcc received a complaint via email. Email(s) attached. I am writing to express a significant concern regarding an incident involving the eclipse needle safety device. Recently, a phlebotomist experienced a critical safety issue while attempting to activate the safety mechanism after completing a blood draw. Unfortunately, the safety device malfunctioned and broke off, nearly resulting in a potential needlestick injury with a contaminated needle.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.